Manufacturer narrative:
The hillrom technician found the sling bar bolt had unscrewed itself. Therefore, the sling bar needed to be replaced. The sling bar bolt is equipped with set screws in order to prevent it from unscrewing itself. No patient was in the lift when the bolt detached and it is unclear why the stop screws did not prevent the bolt from getting unscrewed. The periodic inspection form for mobile lifts (3en371001 rev. 4 section 6), states through words and pictorial description that the following should be inspected at least annually: check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. (Not applicable on sabina and rollon). Make sure that both latches are mounted and fall back against the body of the sling bar. Check that the sling bar is correctly fastened. Make sure there are no deformities in the attachment points (a). Further, the instructions for use for viking m (7en137107 rev. 4) state: before lifting, always make sure that: the lifting accessories are not damaged; the lifting accessory is correctly attached to the lift; the lifting accessory hangs vertically and can move freely. A search of the hillrom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bolt in the bottom of the sling bar dislodged. The lift was located in 200 hall at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).